Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station went to a black screen when trying to remove meds. A technical support specialist contacted the customer at least three times over more than five days. Meanwhile, a separate case had been opened for the devices, and the issue was resolved per case notes. The customer can open a new case if needed. Attached knowledge article000009481 to resolve the issue. The system functioned as intended after being troubleshot by the technical support specialist.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es station went to a black screen when trying to remove meds. Usually, the customer would reboot the device then it would be up and running but today it took longer time for the station to be up. This issue kept happening lately. There were no adverse events or injuries reported based on this incident.